Event description:
It was reported by the affiliate in (B)(6) that postoperatively to an arthroscopic rotator cuff repair surgery on (B)(6) 2022 using a vapr 3.5mm side 21 deg device, the patient was x-rayed when it was located a metal-like substance (approximately 2 to 3 mm large) inside the deltoid. According to the report, it was confirmed that a part of the electrode¿s coil had chipped. It was further reported that the surgeon concluded that the chipped fragment in the lesion was likely to come from the electrode in question. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.